Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 8709sc, serial (B)(4), implanted: (B)(6) 2008, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer and a business partner regarding a patient who was receiving compounded baclofen 2500 g/ml at 120 g per day and compounded fentanyl 1500 g/ml at 72 g per day via an implantable pump for intractable spasticity and multiple sclerosis. On an unspecified dates, the patient started treatment with baclofen and fentanyl at unspecified doses, intrathecally, per continuous infusion, via a synchromed ii pump, for muscle spasticity. On an unspecified date, reported on 17-oct-2017 as "a couple of years ago," the patient experienced gradual onset of a new back issue (not further clarified). On 17-oct-2017, the reporter called medtronic requesting pump compatibility guidelines with an MRI (magnetic resonance imaging). It was clarified that the reason for the MRI was not because of a problem with the pump or therapy. No additional information was provided. On 09-nov-2017, it was learned that the patient was a (B)(6) male. On an unspecified date, prior to (B)(6) 2014, the patient was being treated with compounded baclofen 2500 g/ml at 120 g per day and compounded fentanyl 1500 g/ml at 72 g per day, intrathecally via the pump. A physical exam performed on (B)(6) 2014 also identified fasciculations in the right calf, soft touch and pinprick sensations diminished on the entire right side of the body, patellar and ankle jerks diminished. It was also noted that the patient had diminished balance, proprioception and a neurogenic bowel (also reported as constipation) and bladder. The patient was taking cardura (doxazosin mesylate) and vesicare (solifenacin succinate) for the bladder and was on an enema regimen for bowel care. As of (B)(6) 2013, the last injection had been performed on (B)(6) 2013 and per the patient, the injections helped for about one to two weeks and then the pain would return. On an unknown date, the patient experienced an allergy to intrathecal morphine. On (B)(6) 2013, after starting the product, the left hip, which had previously undergone total hip arthroplasty, became dislocated. Since the hip dislocation, the patient had used a power wheelchair. He also used a rolling walker at home for short distances, but used a power wheelchair for outings requiring a lot of walking. Signs and symptoms in the patient's medical record included pain in both legs (right greater than left), severe fatigue, muscle strength decreased in both upper and lower extremities including decreased strength in the right upper extremity that worsened in 2013, diminished memory (the patient undergoes bi-annual cognitive studies), moderate sleep apnea (patient did not tolerate continuous positive airway pressure (CPAP)), vertigo and/or dizziness when approaching horizontal in supine position and moving his head out of midline. On unspecified dates, the patient underwent physical therapy for about 4 months but had to stop because he was told he was not showing continuous improvement and therefore his insurance would not continue to pay. On (B)(6) 2013, due to chronic low back pain and ms, the patient underwent an MRI of the lumbar spine. The MRI showed mild disc desiccation at l1-l2, l2-l3 and l3-l4. At l4-l5 there was mild disc degeneration, a diffuse disc bulge and mild effacement of the exiting right l4 nerve root. At l5-s1 there was a small central disc protrusion eccentric left and mild effacement of the left s1 nerve root. On (B)(6) 2013, the patient underwent an MRI of the brain with and without contrast. A stable arachnoid cyst in the right posterior fossa was noted. In addition, numerous bilateral white matter lesions consistent with a history of ms were noted. No active plaques were seen and the extent of the disease (ms) was unchanged from a prior study done in 2012. On (B)(6) 2013, it was noted the patient had a history of thoracic or lumbosacral neuritis or radiculitis, and on the same date an MRI of the lumbar spine confirmed previous findings at l5-s1. At l3-l4, left lateral disc protrusion was noted with mild effacement of the left l3 nerve root. At l4-l5, a small disc bulge was n noted and mild right foramen narrowing due to an eccentric osteophyte. Facet arthropathy was also present. On (B)(6) 2013, the patient presented to his physician for evaluation of low back pain. The pain was clarified as stabbing pain at about the l4-l5 area which extended to the right hip. The patient denied radiation of the pain to the legs but occasionally felt a burning sensation on his back. As of (B)(6) 2013, his pain was a 2 to 3, and occasionally was up to a 6 to 7. Lying on his right side made it worse. During this appointment it was noted that the patient's intrathecal pump had been in place for about 5 years, but the patient wanted undergo replacement as his spasticity had moved up higher (spasticity used to be at the t8 level but as of (B)(6) 2013, it was at the t4 level). The physician's impression following this appointment was that the pain pump was stable, although there was an elevation in spasticity. The plan was for the patient to follow-up in one year, when the pump battery would be coming due to expire for a pump revision, catheter revision and revision of the pump pocket. Physical exam findings from the (B)(6) 2013 visit included; motor strength decreased 4/5 to right hip, knee and ankle flexors and extensors. Decreased dorsiflexion strength at the right foot and clonus noted with plantar flexion of right foot. Soft touch and pinprick sensations diminished on the right side of the patient's entire body and diminished patellar and ankle jerk reflexes. In (B)(6) 2013, the patient underwent a hemiorchidectomy (reason for the surgery not provided) with a difficult course for recovery. On an unspecified date, the patient had a "hemi" (presumed hemiorchidectomy) again and the rubber band slipped and hit a nerve (not further clarified). On an unspecified date in (B)(6) 2014, the patient got shingles at the t4 level. As of (B)(6) 2014, the patient was treated with compounded baclofen 2500 g/ml at 120.2 g per day and compounded fentanyl 2500 g/ml at 120.2 g per day. On (B)(6) 2014, the patient presented to schedule a pump change since it was due to be changed out that summer. The patient planned on going to his managing physician first to get the proper formulation of baclofen and fentanyl and then have the pump replaced by the reporting physician who would then remove the medication from the old pump and add it back to the new pump once it was placed. As of (B)(6) 2014, the patient described his current pain as an achy pain that started in the right ne ck and extended to the right shoulder. He also had a sensation of tightness that started in the mid-thoracic area of the spine and radiated to the right side of his back. In addition, he had a burning sensation in the superior right buttock region. As of (B)(6) 2014, he rated his pain a 3 out of 10 and it was noted that the patient could walk approximately 100 feet. On physical exam, it was noted the patient had decreased motor strength 4/5 in the right deltoid, biceps, triceps, brachioradialis,right hip, knee and flexors and extensors. Decreased grip strength on the right and decreased dorsiflexion strength at the right foot and clonus noted with plantar flexion of right foot. On (B)(6) 2014, the pump battery was coming due to expire and the patient presented to the reporting physician to further discuss pump replacement. During this visit, it was noted that as had been discussed during the patient's (B)(6) 2014 visit, the physician planned on transplanting the existing refill medication into the newly implanted pump. The reporting physician also indicated that the patient's pump would be downsized to a 20 ml pump and it would be anchored to the fascia so hopefully it would be less mobile (however, it was previously reported that on (B)(6) 2008 the patient had a 20 ml pump implanted. No clarification on this discrepancy was provided). On (B)(6) 2014, the patient underwent a planned pump revision. Prior to the revision, fatigue, constipation, walking pain, arthritis and dizziness were noted and physical exam finding indicated weakness in the right leg and f fasciculations. During the surgical revision, it was noted the connector between the pump and the catheter was somewhat damaged, so the step-off connector and catheter were removed. The remainder of the catheter was in good condition with good flow of clear colored csf. A new pump was attached with a brand new junctional catheter and the pump was filled with the medication from the old pump. No apparent complications were evident. On (B)(6) 2014, the patient presented to the reporting physician. The patient's wounds were well-healed and he had good spasticity control. It was recommended that further pump refills be performed by his managing physician. On (B)(6) 2015, the patient was injected with a total of 10 mls of xylocaine (lidocaine) 1% and 80 mg depo-medrol (methylprednisolone acetate) at 3 distinct trigger points to treat myofascial pain with the major complaint being right sided lower paraspinous tenderness over the posterior superior iliac crest. Prior to the trigger point injections the patient was injected with 2 mls of 1% xylocaine in the skin and subcutaneous tissue for a good local anesthetic effect. Immediately following the block, the patient was feeling some relief from his pain. The events are likely related to the patient¿s multiple sclerosis and other heath history and unlikely r elated to intrathecal therapy. No additional information was provided. Concomitant products included: rituxan (rituximab) given intravenously for ms (multiple sclerosis) every 6 months or when t cells are elevated, ampyra (dalfampridine) 10 mg once daily for fatigue, baclofen (oral) at 20 mg as needed for increased spasticity episodes, cellcept (mycophenolate mofetil) 900 mg in the morning and 600 mg in the evening, neurontin (gabapentin), effexor (venlafaxine hydrochloride) 150 mg in the morning and 75 mg in the evening to regulate neurotransmitters, topamax (topiramate) twice daily for focal headaches and appetite suppression, androgel (testosterone) 4 pumps daily, botox (onabotulinumtoxina) injections as needed for spasticity and clonus, voltaren (diclofenac sodium) gel 1% as needed, apply 4 times daily to shoulders and back for pain, cardura (doxazosin mesylate) 4 mg once daily for neurogenic bladder, vesicare (solifenacin succinate) 5 mg once daily for bladder urgency, myrbetriq (mirabegron) 50 mg once daily for bladder urgency, meclizine 25 mg as needed for vertigo and dizziness, lunesta (eszopiclone) as needed for insomnia, xyzal (levocetirizine dihydrochloride) as needed for allergies, amoxicillin 2000 mg prophylactic regimen for joint replacement also prescribed by dentist, vitamin d3, pro omega ldl, b-complex, probiotic blend powder, calcium citrate, glucosamine/chondroitin, cinnamon, digestive enzymes, miralax <(>&<)> chia seeds, psyllium/fiber powder, kefir cultures, colase (docusate sodium), enemeez (docusate), steroid injections (unspecified) at 4x/year epidurally (2005 to present). Additional medical history included MRI's of the brain performed on (B)(6) 2009, (B)(6) 2011 and (B)(6) 2012 (results not reported), seasonal allergies, an allergy to dairy and nuts, a soccer injury to his knees with 6 knee surgeries (3 on each side) (1980-1987) followed by extensive rehabilitation over 7 years; chondrosarcoma of the left hip which resulted in 3 surgeries, including tumor resection and total hip arthroplasty in 1992 with a revision in 1994. This was followed by extensive rehabilitation over 3 years. In (B)(6) 2000, the patient was diagnosed with ms with resulting chronic spasticity and vision weakness. Additional medical history included; gorlin syndrome affecting the face and head (2002 to present) for which he had received numerous surgeries and treatments; clarified as photodynamic therapy treatments of the face and head (over 250 malignant lesions treated), a frontoparietal meningioma that was first noted in (B)(6) 2003 cyberknife treatments to remove the meningioma (reported to have occurred in 2008 and in (B)(6) 2009). Results from an MRI of the brain performed on (B)(6) 2013, revealed a stable 2.5 cm left frontoparietal mass consistent with a meningioma. Additional medical history included treatment with botox (onabotulinumtoxina) since 2005 every 3 months in the head for headaches, back and hip for pain, right calf for tremors and right arm for tone and flexion synergy. Clonus in the right foot / gastrocnemius that was worse when fatigued but this had decreased since starting intrathecal baclofen. The patient's posture was noted as abnormal; with the right hand and arm curled into a flexor synergy when fatigued. This had also decreased since starting intrathecal baclofen.